Event description:
During the inspection of the ventilator it was discovered that ventilator's expiratory channel printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). During visual inspection of the ventilator, presence of water drops was found in expiratory channel printed circuit board. It remains unknown how the liquid spill entered the ventilator or what kind of liquid spill it was. The pcb was replaced to resolve the issue. Expiratory channel pcb contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette and electronic connections to and from the cassette. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on expiratory channel printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).